Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 5pm. The patient manages his diabetes with humalog insulin. It is not known if the patient made changes to his usual diabetes management routine. A couple hours after the alleged issue, the patient claims he felt symptoms of frequent urination. The patient administered self humalog insulin (amount not specified) as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The correct test strips were being used for testing. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (05/15/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's product has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k073231.